Event description:
A vague report of overinfusion was received in which the pump was reportedly set up to infuse at a rate of 10 ml/hr with a volume of 100 mls of an unknown solution. According to the clinician, four and a half hours later when an air alarm occurred, the infusion was found to have been completed. Reportedly, the programming settings were checked and found to be correct. According to the clinician, there was no patient injury associated with this report.